Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when inserting the trocar into the abdomen on a laparoscopic whipple procedure, the suture with half-circle needle was being used to suture the bile duct. Upon attempt to remove the needle through the trocar, the suture broke and the needle could not be visualized. The needle was eventually found stuck in the cannula window of the fascial closure. Once the needle was found, it was removed successfully from the fascial closure and the procedure carried on as normal. There was no patient injury.